Event description:
The event occurred on an unspecified date and involved a 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer where it was reported there was a leak problem with 3 devices encountered over the summer. The exact dates are not known. No serious incident, there were no clinical consequences for a patient. There were no visible signs of malfunction, defects or problems with the devices before the incident. There was patient involvement, however, no report of patient harm. This report captures 3 devices due to no additional available information provided.

Manufacturer narrative:
Two (2) used. List#: 011-am6136, 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer. Evidence of a leak at the connection of the manifold and the tubing during inspection that was replicated during testing. The second sample of the set saw no visual damages or anomalies. The returned samples were tested per procedure. A leak was observed between the tubing and the connection of the manifold. The probable cause of the leak is from an incomplete insertion during assembly in ensenada. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.